Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade. First it was reported that the soundstar catheter was not recognized on the ultrasound machine main unit of the echocardiography. This occurred before inserting the catheter into the patient's body and was resolved by replacing the catheter. The procedure was continued. Then it was reported that the patient had a cardiac tamponade which was identified during the post-procedure echocardiographic. Since the symptom did not worsen after 20~30 minutes waiting period, the procedure was completed as it was. No prolonged hospitalization. Additional information received on 15-apr-2026. One catheter was used. Prior to noting the cardiac tamponade, ablation was performed. The patient did not require cardiac surgery. Additional information received on 30-apr-2026. It was reported that no additional intervention was provided only observation. One transseptal puncture site was performed during the procedure. The physician's opinion on the cause of the adverse event was the procedure. The trupulse generator and ngen pump were used in the procedure. They performed 18 ablations within the pulmonary veins during the procedure. No ablations performed outside of the pulmonary veins. Type of delivered energy for each group of performed ablations was pfa. Flow setting was set to pre: 2 seconds, post: 10 seconds. No evidence of a steam pop. This adverse event was originally considered non-reportable under the reported biosense webster, inc. Soundstar catheters, however, bwi became aware on 30-apr-2026 that the trupulse generator was used and therefore, a varipulse ablation catheter was used in the procedure. Hence, have reassessed the adverse event as reportable under the varipulse ablation catheter with the reportable awareness date of 30-apr-2026.